Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient was presented to the ER due to a drop in their heart rate. Patient did not experience syncope. Pocket was opened to determine if lead was screwed tight. Upon further lead revision, out of range, low impedance was observed on the rv lead. All other measurements were normal on the rv lead. Lead was capped and a new lead was implanted on (B)(6) 2016. No further information available.